Event description:
Rn has developed an allergy to latex and has had symptoms ranging from throat irritation and "tickling", coughing to severe respiratory distress with shortness of breath. Rptr is now on workman's compensation but her faciltiy is fighting the claim.